Manufacturer narrative:
The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly calcified, 40% stenosed lesion in left anterior descending (lad) artery. During a coronary artery intervention, a 3.5x28mm xience alpine drug eluting stent (des) was advanced to the target lesion and implanted. Subsequent to the stent implantation, a stent fracture and a grade ii thrombus were observed. A 3.5x20mm stent was then placed to correct the fractured stent and treat the thrombus, to successfully complete the procedure. The patient remained stable. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The reported patient effect of thrombosis is listed in the xience alpine everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. The investigation was unable to determine a conclusive cause for the reported break; however, factors contributing to a stent fracture/break include, but are not limited to, manufacturing, interaction with accessory devices, over expansion of the stent, inadvertent mishandling or anatomy characteristics. Based on the limited information provided, a conclusive cause for the reported stent break cannot be determined. Additionally, a conclusive cause for the reported patient effect of thrombosis and the relationship to the product, if any, cannot be determined. The treatment appears to be related to operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.